Manufacturer narrative:
It was noted that there are broken bearings inside the tube. Product analysis for pli 10 product ID- aa10, serial number: (B)(6): evaluation determined that bearing detached. The likely cause of failure could not be determined. It was also noted the bur can't be inserted into the attachment, there are broken bearing inside the tube, the laser markings are faded, the color ring is scratched. Pli-10 product ID- pss unknown tool, serial number- unknown there is no allegation on the tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis of concomitant product (attachment aa10, serial number: evaluation determined that bearing detached. The likely cause of failure could not be determined . It was also noted the bur can't be inserted into the attachment, there are broken bur inside the tube, the laser markings are faded, the color ring is scratched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of faulty device. It was reported there was no patient involvement. Repair escalated to product event on evaluation due to broken tool.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: aa10, serial/lot #: (B)(6) UDI#: (B)(4). B3: date of event notification: 3rd may 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.